Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available. This report represents all info known by the reporter at this time.

Event description:
The facility reported to customer service a pump on which the channel b select button would not work. This problem was identified during pt use. There was no pt injury or medical intervention necessary. No additional info is available.